Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinsonian tremor. It was reported that the patient had the stimulation device removed from their system due to getting an infection twice. The device was implanted and explanted in 2002 but the patient did not know the exact date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.